Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the stimulator probe does not register with the nerve monitoring mainframe and does not function properly on known nerves. There was no known patient impact reported.